Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose as well as low blood glucose level on (B)(6) 2018 with blood glucose of 645 mg/dl and 40 mg/dl. The customer¿s blood glucose level was 450 mg/dl at the time of incident and current blood glucose level was 271 mg/dl. Customer¿s different blood glucose was 157 mg/dl and 251 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the manual injection, intravenous fluid, visit to emergency room and insulin pump. Customer wishes to check for the presence of leaks or air bubbles in the tubing. Customer was not calling back to performed high pressure test. Customer troubleshoot was performed. Customer states the drive support cap appears normal. Customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.